Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. The 1.5x4mm x-drive tf sd screw each (part# 91-6704) was returned without original packaging for evaluation. On visual inspection, the tip of the screw shows some dulling, indicating there was an insertion attempt. However, the screw head shows minimal damage, and no damage apparent to the cross drive. Functional testing for the screw's retention was attempted by mating it to 15-1196 1.5mm ht x-lock + 01-7390 green handle screwdriver assembly; the screw was able to support the weight of the blade and driver assembly. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. The most likely underlying cause of the complaint cannot be determined as the product functioned as intended. It is possible that the wrong blade was used to load the screw. The IFU for this product has the following information regarding bone screws: bone screws 1. The screwdriver, which has been designed, for a particular system of screws must always be used to be sure that proper screwdriver/screw head connection is achieved. 2. Incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. 3. Excessive torque can cause the screw to fracture. 4. Self drilling screws may fracture, bend or break if used in a bicortical application. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device product code: (B)(4). Unique identifier (UDI) number: (B)(4). Foreign country: (B)(6) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the screw head was unable to be gripped during a surgery on a cranium. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.